Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The expiratory pressure transducer printed-circuit board (pcb) was returned for investigation. Performed pre-use checks tests failed the internal leakage and the pressure transducer sub-tests when the returned pcb was tested in a reference ventilator. The tests had failed due to a high gain value for the expiratory pressure transducer (>8% from default). During ventilation tests the measured peep (positive end expiratory pressure) was slightly higher than the set peep. Received device logs showed that the expiratory pressure transducer's offset value had drifted several millivolts within few minutes which indicated an instability in the pressure sensor. The offset drift is the cause of the reported failure. Microscopic inspection of the pressure sensor showed that there were particles in the ceramic cavity on the top of the sensors' chip. Earlier investigations of other pressure transducer printed-circuit boards have shown that once the dirt was removed, the pressure transducers functioned normally and no offset drift was noticed. Our conclusion is, that the presence of particles in the ceramic cavity on the top of the sensors' chip had caused an offset drift and caused the reported failure. The root cause of the particles' presence in the ceramic cavity has not been determined.

Event description:
(B)(4).